Manufacturer narrative:
Complained product will not be not available.

Event description:
Bristles got enlodged in mouth [foreign body in mouth]. Bristles came off brush head... Brush heads fell apart - oral b refills [device breakage]. Case narrative: consumer via call stated that the bristles came off from brush head and got enlodged in mouth. The circular mechanism separated from the stem. Both brush heads fell apart. No serious injury was reported.